Event description:
It was reported, "the surgeon at the end of the surgery introduced a drain in the trocar mini finesse and noticed the distal plastic tip of the trocar falling in the pt's body, they searched in the pt's body by laparoscopy, they did an x-ray nothing found. Also research on the sterile field and on the floor." It also was reported that there was no pt injury and the pt status is ok.

Manufacturer narrative:
This is being reported to the FDA for conmed has had a sentinel event regarding a trocar where "the trocar had a piece broken off at the distal end. The broken piece was not retrieved." The sentinel event was reported as medwatch # 1320894-2008-00097. Initial evaluation of the device will be conducted by quality engineering. A supplemental report will follow once the entire investigation has been completed.